Event description:
It was reported that, during a robotic laparoscopic bilateral retroperitoneal lymphadenectomy procedure, at the first step of the procedure, while skeletonizing the vessels, one of the wires of the bipolar fenestrated grasper (bfg) broke, causing the jaws of the instrument to open. The bedside assistant promptly removed the instrument and replaced it with another bipolar fenestrated grasper. T here was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs showed that the bipolar fenestrated grasper was attached to arm cart assembly 3 and had a total use time of four hundred and forty minutes with a use count of five. The system triggered an error for an instance of a difference in commanded and actual jaw angles. This error can occur due to a cable break, but the logs do not track the hardware state of an instrument. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic bilateral retroperitoneal lymphadenectomy procedure, at the first step of the pr ocedure, while skeletonizing the vessels, one of the wires of the bipolar fenestrated grasper (bfg) broke, causing the jaws of the instrument to open. The bedside assistant promptly removed the instrument and replaced it with another bipolar fenestrated grasper. T here was no patient injury.